Event description:
Raised pt to bathe in tub, at top of elevation, lift started to tip over. Attendant tried to break fall of pt. As lift was falling the pt's leg and stomach struck a half wall in the room. The attendant needed help to unbuckle pt from chair. Pt received bruised to abdomen and right leg.